Event description:
During a laparoscopic oophorectomy procedure, the blades were not closing together properly and the power of the shears was not working properly. They opened a new pair which worked fine. No patient consequence.